Event description:
Boston scientific received information that high out of range pacing impedances were revealed. At this time no revision or intervention has taken place. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.